Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been unable to charge the battery since around january. However, per the reporting manufacturer representative they had seen the patient in march and the device was functionally normally at that time. During the pre-operative appointment the implantable neurostimulator (ins) was overdischarged. The battery was replaced and the issue was resolved. It was reported that the customer discarded the device and it would not be available for return to the manufacturer. No further complications were reported.